Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the automatic and manual reports failed to print correctly. A technical support specialist (tss) remotely accessed the all in one(aio) server and identified an extract transform load(etl) job failure in structured query language(sql) server management studio caused by an arithmetic overflow error converting identity to data type int. Tss referenced the relevant knowledge article, stopped and disabled the affected etl job, and cleared the issue by truncating the sysssislog table. The etl job was then re enabled and manually executed successfully. Normal operation was confirmed, with the etl job running as scheduled every five minutes. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, automatic and manual reports failed to print. Reports that were scheduled to print twice daily and those printed manually were not accurate and did not reflect the actual items pulled from each pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.